Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture was observed on the right ventricular lead. Imaging revealed the lead had dislodged. The lead was successfully capped and replaced. The patient was asymptomatic post procedure.